Event description:
It was reported that the patient's right hip was revised due to the inner bipolar component of the constrained liner dissociating from the outer portion. A 10° constrained liner and femoral head were revised to a 0° constrained liner and femoral head. Rep confirmed that there were no allegations against the revised femoral head. Rep can provide pictures and otherwise confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding disassociation involving an unknown liner was reported. The event was confirmed. Method & results: product evaluation and results: the reported device was not returned, however, a photograph was provided for review. The photograph shows a recently explanted liner and head with the presence of biological matter. It was evident that the product was disassociated. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusion: the reported device was not returned, however, a photograph was provided for review. The photograph shows a recently explanted liner and head with the presence of biological matter. It was evident that the product was disassociated. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.